Manufacturer narrative:
The cause for the (B)(6) advia centaur xp (B)(6) result that did not confirm is unknown. The patient is immunocompromised. The limitations section of the instructions for use (IFU) states "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The limitation section also states: "the performance of the assay has not been established for populations of immunocompromised or immunosuppressed patients. Results from these individuals must be interpreted with caution." The interpretation of results section of the IFU states "if the sample is greater than 50, the specimen is positive for hbsag by the advia centaur hbsag assay. Note: when the advia centaur assay is used as a stand alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring hbv during the perinatal period), all results >1.00 should be considered initially reactive. Repeat testing and supplemental tests, such as the advia centaur hbsag confirmatory assay must be used to confirm the result."

Event description:
Customer observed an elevated advia centaur xp (B)(6) result that did not confirm with the advia centaur xp (B)(6) confirmatory assay. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated (B)(6) result that did not confirm.